Manufacturer narrative:
Based on the results of the investigation, it was confirmed that the actual device had an indentation at the tip of the insertion part. The indentation suggests that an external force was applied to the tip of the insert. A definitive root cause cannot be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, an indentation at the tip of the insertion part was found. There was no patient involvement on this reported event.